Event description:
Reported indicated that "old p.c. Hard disk is broken" not allowing for storage of data. No other info is available to date. Product has not been returned to manufacture.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.